Event description:
The physician attempted to place a biodivysio 3.0 x 11mm oc stent into the pt's left anterior descending coronary artery. It was reported that there was no visible damage noted to the stent prior to use. The stent was prepped according to the instructions for use. The artery was described as 3.0 mm in size and 80% stenosed. Pre-dilatation was performed. The vessel was moderately calcified, but not tortouous. The physician was not able to cross the lesion. It was noted under fluorosocpy that the stent had come off of the stent delivery system. The physician felt that the balloon may have gotten stuck inside of the guiding catheter during withdrawal. The sent was successfully treated with another MFR's stent. The pt was reported to have done "fine".